Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Review of transcripts revealed post paced t-wave oversensing and far r-wave oversensing that caused automatic mode switch. Patient was scheduled for an in clinic visit and programming changes would be made. Patient was asymptomatic throughout event.

Event description:
New information noted that programming changes were made to resolve the issue. Patient was stable throughout event.